Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was placed on the center of the mitral valve. A second clip delivery system (cds) was advanced to be placed lateral to the first clip. Grasping was successful however the physician wanted to reposition the clip closer to the first clip. When positioning the clip it was noted the first clip detached from the anterior leaflet (single leaflet device attachment (slda)). Due to the short posterior leaflet and slda, it was not possible to place the second clip therefore the cds was removed. Per the physician the slda was due to the thin leaflets and annulus calcification. The procedure was completed with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported incomplete coaptation (single leaflet device attachment (slda)) appears to be related to the patient anatomy. The reported mr was the cascading effect of the slda. Additionally, mr is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.